Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they originally had the stimulator placed in (B)(6) 2014 and it worked well during the trial. Once placed, they had an infection that did not go away. The stimulator was still working but was removed due to infection. Once 18 months had passed the device was replaced and it was working well.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they were implanted in (B)(6) 2014, but got an infection and had the device explanted in (B)(6) 2015. The patient had three rounds of antibiotics. The patient also stated that the wires were coming out at that time. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.